Event description:
It has been reported to philips that the azurion 7 m20 system dvi was not synced, and that the screen would not turn on to view the live x-rays. The system was in clinical use and no harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the digital visual interface (dvi) was not synced, and that the screen would not turn on to view the live x-rays. As a part of troubleshooting, the fse had reset the mini display connector, but could not replicate the reported issue. However, 4 days later the issue had reoccurred in the tw pr ID (B)(4). To resolve the issue in the tw pr ID (B)(4), the fse went onsite and replaced the adaptor. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.